Event description:
According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, she had unsuccessful bladder testing on her second hospital day with 300 cc residual and on the third hospital day with 350 cc residual. As a result, she was discharged home with a foley catheter placed and with a leg bag. Urodynamic study dated (B)(6) 2012 showed stress urinary incontinence with pressure-induced oad, premature sensation and reduced capacity. On genitourinary exam stress incontinence was observed, grade 2/4 cystocele. Grade 1/4 rectocele - in-office transvaginal ultrasound: hypermobility of the bladder neck was not observed. No significant rotation of the urethral axis. With valsalva, the entire urethra was shown to shorten and open. Post void residual urine was negligible - diagnosed with vaginal wall prolapse with lateral cystocele, urge and stress incontinence - scheduled for an anterior elevate mesh reinforced repair of recurrent cystocele and paravaginal defect and miniarc precise and cystoscopy. Underwent anterior elevate mesh reinforced repair of cystocele and paravaginal defect, sacrospinous ligament vaginal vault suspension, miniarc precise midurethral sling, cystoscopy with right ureteral catheterization under general anesthesia. Patient was discharged on (B)(6) 2012 further medical records are not available to know the progress of the patient.